Event description:
It was reported that device break occurred. The target lesion was located in the hepatic artery. A direxion hi-flo was selected for use. During the procedure, it was noted that the catheter became stuck and was unable to be pulled out of the sidewinder or s-shaped (sos) parent catheter. The physician had to remove the whole system out of the patient. Upon inspection, the outer covering of the microcatheter had broken off and was jammed inside the sos preventing it from being removed and the catheter was cut in half and remove it through the front of the sos. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k) #: k142259, k163701.